Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 528 mg/dl less that 5 hours after the pod was activated. Upon deactivation, he noticed the cannula was a "little" bent and that it had come out of the infusion site. He was able to activate a new pod and gave a bolus of 15 units of insulin which brought his bg down to 463 mg/dl.